Manufacturer narrative:
Corrected data: h6-health effect- clinical code: '4581- dislocation/subluxation' should be removed and '4581- lens decentration' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and lens decentration. Reportedly, "lens looked shifted, and vault looked low". In a separate surgery the lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as unknown. Clim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581- dislocation/subluxation. " should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and dislocation/subluxation. Reportedly, "lens looked shifted, and vault looked low". In a separate surgery the lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as unknown.